Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. During incoming inspection, no leakage was found, and the distal end insulation test failed. The evaluation found that the nozzle had remains of foreign material on its sides due to insufficient reprocessing. The additional non-reportable findings were as follows: the air/water cylinder had no color, the suction cylinder had no color, due to burn on probe cover, the insulation resistance value at distal end did not meet the standard value, due to damage on nozzle, water removal ability did not meet the standard value, due to damage on bending tube, the bending angle in up direction did not meet the standard value, the adhesives around objective lens had white-clouded area, the adhesive on bending section cover was detached, the connecting tube had a wrinkle, and the universal cord had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the colonovideoscope had a broken bowden cable. During the device evaluation, it was found that the nozzle had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Three attempts were performed to obtain additional information, but no response was received from the customer. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the IFU sections: - IFU states the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection - IFU states the preventative measures in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope . Olympus will continue to monitor field performance for this device.